Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for three (3) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards valve. No other details have been provided.

Event description:
It was learned that a 2800 23mm valve, implanted approximately for three (3) years and four (4) months, was explanted due to aortic valve endocarditis and an infected ascending aortic graft. This patient presented with fevers and malaise. His echo revealed normal ventricular function and no aortic valve insufficiency with abnormal thickening of the leaflets. His cta showed fluid around his ascending aortic graft. He agreed to proceed with redo-avr and replacement of his ascending aorta. Intraoperatively, the aortic valve was well-seated with some fibrinous film on the leaflets. Pathology findings confirmed bacterial endocarditis with acute inflammation and fibrinous vegetation on the tissue. The explanted device was replaced with a 11500a 23mm inspiris resilia valve. Intraoperative echo showed a well-functioning and seated bioprosthetic aortic valve with minimal gradients. He tolerated the procedure well and was transferred to the ICU in stable condition. Postoperatively, the patient experienced chb and required pacemaker insertion. He also had an extended hospital stay due to seizures and delirium. He was eventually discharge in stable condition on pod #34.

Manufacturer narrative:
Event problem codes: #3191 = vegetation. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the valve was implanted for over three (3) years. It has been determined that the root cause event was due to patient related factors. There has been no indication or allegation that a product malfunction caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.